Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in the circumflex artery. A 4.00x20mm synergy ii drug-eluting stent was advanced but difficulties in getting down to the lesion were encountered. A non-bsc guide extension catheter was then advanced to support in delivering the device to the lesion. The stent was then deployed successfully. However, when the physician removed the stent delivery system (sds), it seemed that it hung up inside the non-bsc guide extension catheter. The sds and the non-bsc guide extension catheter were removed simultaneously from the patient's body. No piece of the sds and the guide extension was left inside the patient. However, after the sds was removed, the balloon looked a bit mangled. The procedure was then completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: stent delivery system was returned for analysis. There was no stent on the device. The stent was deployed at the targeted lesion in the patient¿s body as per complaint report. The balloon cones were reviewed and no issues were noted but the balloon wings were relaxed appearing as if positive pressure was applied to the balloon. Visible dried medium (resembling blood) was evident in the balloon body. As part of the analysis, the balloon was inflated (using an inflation aid and hand held encore inflation device), the balloon inflated and there was no damage to the balloon i.e. No tears or rips visible in the balloon body. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. The type of damage noted is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found a mid-shaft break at 192mm from the hypotube/mid-shaft bond or 11 mm proximal of the port bond site. The mid-shaft appeared flattened along its length and the port bond was damaged and appeared accordioned due to stretching. The types of damages noted are consistent with excessive force being applied to the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. The target lesion was located in the circumflex artery. A 4.00x20mm synergy ii drug-eluting stent was advanced but difficulties in getting down to the lesion were encountered. A non-bsc guide extension catheter was then advanced to support in delivering the device to the lesion. The stent was then deployed successfully. However, when the physician removed the stent delivery system (sds), it seemed that it hung up inside the non-bsc guide extension catheter. The sds and the non-bsc guide extension catheter were removed simultaneously from the patient's body. No piece of the sds and the guide extension was left inside the patient. However, after the sds was removed, the balloon looked a bit mangled. The procedure was then completed. No patient complications were reported and the patient's status was fine.